Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. Furthermore, the customer stated they had experienced having signal loss and unable to obtain readings and receive the glucose alarm alerts. As a result, the customer was not alerted of changes in glucose level and experienced seizure, however remained capable to providing self-treatment. Per the customer, treatment was described as ¿laying on bed for 1-2 minutes until the seizure was over.¿ no further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. Furthermore, the customer stated they had experienced having signal loss and unable to obtain readings and receive the glucose alarm alerts. As a result, the customer was not alerted of changes in glucose level and experienced seizure, however remained capable to providing self-treatment. Per the customer, treatment was described as ¿laying on bed for 1-2 minutes until the seizure was over.¿ no further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue were observed. Attempted to scan the returned sensor with evaluation module (evm) but was unsuccessful. The evm was reset, and the sensor was scanned again but the sensor did not scan leading to an unsuccessful data extraction. An extended investigation was conducted. Visual inspection was performed on the returned sensor, and no issues were observed. The customer reported to have observed event 57r2 (a clock loss event that indicates the reader has recognized the clock for its bluetooth low energy (ble) module is not operating at the correct frequency and the module has reset itself to correct the issue) in the event log. This observation indicates the sensor was unable to scan due to repeated bluetooth module restarts causing multiple re-pairing cycles with the sensor. The repeated re-pairing cycles then lead to an unintended battery drain that results in a sensor that does not scan due to a lack of power. The root cause of the reported issue is unintended sensor battery depletion caused due to atypically frequent clock loss events from the reader's ble module. Therefore, the issue is confirmed. An extended investigation has been performed by reviewing device history records (DHR) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) based on the returned product. Section d4 (device expiry date), (UDI), and h4 (device mfg date) were updated based on the returned product download. All pertinent information available to abbott diabetes care has been submitted.